Event description:
It was reported to philips that geo ipc network connection lost; system unable to boot on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded geoipc software using usb destroy stick. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).